Event description:
Patient's et [endotracheal] tube began to lose cuff inflation for unknown reasons. This continued to occur throughout the duration of the procedure. Cuff had to continue to be reinflated every 10 minutes via anesthesia, to maintain airway. There was an audible leak.